Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following: -when the inside of the instrument / suction channel, instrument channel port, suction cylinder, and suction connector were checked using an endoscope with a small diameter, it was found that dirt had adhered to the inside of the instrument channel. The dirt that adhered was not the orange color reported by the user. -as a result of component analysis of the orange foreign material sent from the user, the foreign material was found to be a mixture of hydrocarbons, esters, silicones and acids. Hydrocarbons, esters and acids may be derived from oils, waxes and cleaning agents, and silicones may be derived from oils, greases and chemicals. However, because the foreign material is a mixture and the origin of each component is different, the exact cause of the reported event could not be conclusively determined based on the component analysis. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The dirt has been found inside the instrument channel and the device will be sent to olympus service operation repair center for repair. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. The user facility reported that no chemicals such as defoamers or lubricants were used in the inspection just before reprocessing. In addition, because the biopsy was performed at the time of the inspection, the user facility suspects that foreign material coming out of the instrument channel may be blood. The user facility also returned the gauze to which the substance components were attached to omsc, and requested component analysis and investigation of the cause. Since the other endoscopes owned by the facility are normal, it is considered that there is no problem with the cleaning procedure and the dilution of the drug. In addition, no leaks were detected in the leak test conducted at the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing after upper gastrointestinal endoscopy, when brushing the instrument channel, an orange sticky foreign material exited from the instrument channel. The user brushed with a total of three olympus single use combination cleaning brushes bw-412t and cleaned twice with a non-olympus washer, but the dirt in the instrument channel could not be removed. There was no report of patient injury associated with the event.